Event description:
I had surgery on (B)(6) 2008. I had the following procedures: vaginal hysterectomy (of uterus - not diseased - but prolapsed), anterior colporrhaphy, posterior colpoperineorrhaphy with graft, mid-urethral sling obtryx ((B)(4) (exp 2010-11) and colpopexy and cystoscopy. Problems with the product (mid-urethral sling obtryx): painful intercourse - dyspareunia, urinary frequency and incontinence, not completely emptying my bladder, bladder/pelvic pressure and left groin and leg pain. Before surgery, at the age of (B)(6), my husband and I had sex 3-4 times per week. Eight weeks after surgery, we could not be together at all as the penis could not enter the vagina. The pain was so intense!! The first year of the surgery, we had sex approximately 6-8 times! The pain in the vagina occurred immediately as the head of the penis tried to enter into the vagina. My husband had to enter very slowly and straight forward. The first several minutes as the vagina is painful and was "stretching or ripping". At that point my husband could only move a short distance and the head of the penis could not come anywhere near the opening of the vagina. My husband could not have the penis come out of the vagina at all and re-insert. It is too painful. When my husband would orgasm, he could not push up against my body as there was intense pain in the are of the clitoris/urethra/pubic bone. I felt like I have a uti all the time. There was pressure in the pubic bone area which would radiate up to my belly button. I had an ultrasound in 2011 to make sure it was not something with my ovaries due to the pelvic pressure. I was never given any written or verbal info about the boston scientific obtryx mesh concerning any of the warnings on the package, which were available at the time of my surgery and when I returned to the doctor complaining of pain.